Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 47-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included uterine bleeding and adenomyosis. Current weight: 165 lbs. Concurrent conditions included overweight. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), blood disorder ("blood or heart disorder/condition"), bacterial infection ("bacterial infection"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss: weight gain."). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, bacterial infection, migraine, nausea, dyspareunia, fatigue, alopecia, weight increased, cardiac disorder, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008 current weight: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral tubes; total hysterectomy and bilateral salpingectomy weakly proliferative endometrium adenomyosis unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received lot number was added. Events "weigh fluctuation was updated as weight gain", dysmenorrhea (cramping), abdominal pain, back pain were added. Lab data, reporter information and medical history were added. Patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included uterine bleeding and adenomyosis. Current weight: 165 lbs. Concurrent conditions included overweight. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), bacterial infection ("bacterial infection"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have weight increased ("weight gain / loss: weight gain."). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, bacterial infection, migraine, nausea, fatigue, alopecia, weight increased and hypertension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, 09-jun-2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral tubes; total hysterectomy and bilateral salpingectomy weakly proliferative endometrium, adenomyosis, unremarkable bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Reporter information updated. Event blood disorder and cardiac disorder were replaced with specified event-high blood pressure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 47-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included uterine bleeding and adenomyosis. Current weight: 165 lbs. Concurrent conditions included overweight. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), blood disorder ("blood or heart disorder/condition"), bacterial infection ("bacterial infection"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss: weight gain."). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, bacterial infection, migraine, nausea, dyspareunia, fatigue, alopecia, weight increased, cardiac disorder, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008, (B)(6) 2008 current weight: 165 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral tubes; total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium. Adenomyosis. Unremarkable bilateral fallopian tubes. Lot number: 626679, manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." Medical conditions: current weight: (B)(6). Concurrent conditions included overweight. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), blood disorder ("blood or heart disorder/condition"), bacterial infection ("bacterial infection"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain / loss") and cardiac disorder ("blood or heart disorder/condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, bacterial infection, migraine, nausea, dyspareunia, fatigue, alopecia, weight fluctuation and cardiac disorder outcome was unknown. The reporter considered alopecia, bacterial infection, bladder disorder, blood disorder, cardiac disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2008, (B)(6) 2008. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received- new events abnormal bleeding (menorrhagia), abnormal bleeding (general), bladder problem, urinary problem, blood or heart disorder/condition, bacterial infection, migraines / headaches, nausea, fatigue, hair loss, pain, weight gain / loss, dyspareunia (painful sexual intercourse), she did not undergo an essure confirmation test were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information ,medical history, concomitant drug were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.